Event description:
The complainant reported that 19 days after placement of an enteral feeding device, the bumper migrated into the peritoneal cavity. The device was placed the patient developed peritonitis. The patient underwent an open surgical procedure to remove the device and replace it with a similar one. The physician operated again for debridement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis is not available, and we are unable to determine the relationship between this device and the cause for this event at this time. A device history review of the two lots shipped to this customer has revealed no anomalies. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Our directions for use outline appropriate placement, access and maintenance procedures.